Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 116 mg/dl. Customer declined troubleshooting and stated she just wanted to change the entire infusion set and reservoir. The reservoir would be replaced and returned for analysis.